Manufacturer narrative:
Arjo received a customer complaint regarding a citadel bed. Following the information provided there was an allegation of partial side rail detachment. There was no allegation of patient involvement nor any injury was sustained. The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail partial detachment might be related to an excessive force applied to the side rail. This is in line with the side rail condition, it was mechanically damaged (the pivot pin was missing and the bearing plates were broken). The photographic evidence provided by an arjo representative revealed that the side rail was leaning towards the bed but the circumstances of the incident remain unknown. Based on the information gathered, it may be concluded that the patient's right side rail upper arms were detached due to missing upper pivot pin. The instructions for use for citadel bed frame (830.213-en) the list with the minimum recommended level of preventive maintenance which indicates to: ¿check operation of side rails¿ ¿ this procedure should be carried out daily. If the result of the tests is unsatisfactory, contact arjo or an arjo-approved service agent. Based on the analysis of the complaints, the external excessive force must first compromise the integrity of the safety side prior to breaking it. Arjo device failed to meet its performance specification since the side rail pivot pin was missing and bearing plates were broken. There is no indication of patient involvement when the malfunction occurred. This complaint is deemed reportable due to allegation of partial side rail detachment (both side rail upper arms were detached due to missing pivot pin).

Manufacturer narrative:
The investigation is in progress. Conclusions will be provided within the follow-up report once the investigation is completed.

Event description:
Following the information provided the customer raised an allegation that the bed side rail was missing upper arm hinge pin. As a result, as per the photographic evidence provided, the side rail was leaning towards the bed. The upper arms of the side rail were detached, which resulted in inability of side rail to stay in upright position. The locking mechanism was working as intended. No injury was sustained.